Manufacturer narrative:
H6: investigation summary a mp1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22055376. The feedback provided by the customer indicates leakage was detected from a crack in the maxplus component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055376 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd maxplus¿ needle-free connector a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: due to fracture and dislocation of the left ankle joint, fluid leakage occurred when intravenous fluids were connected to the patient at 9 o 'clock on (B)(6) 2023. Fluid leakage was found at the crack of the infusion joint, so the infusion joint was replaced.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ needle-free connector a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: due to fracture and dislocation of the left ankle joint, fluid leakage occurred when intravenous fluids were connected to the patient at 9 o 'clock on (B)(6) 2023. Fluid leakage was found at the crack of the infusion joint, so the infusion joint was replaced.